Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. After multiple unsuccessful maneuvering attempts during the procedure to achieve proper electrical parameters, the physician elected to use an echocardiogram to locate any anatomical anomalies. An effusion was noted and the suspected location was base of the right atrial appendage. A pericardiocentesis was performed to drain excess fluid. Additionally, it was noted the delivery catheter had activation issues. The procedure was abandoned and the patient left in stable condition.